Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact with no damage observed. The down key was intermittently unresponsive. Contamination was found underneath the contrast and down key contacts. Unrelated to the display issue, the pump powered on to a dim discolored display.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the up and ok buttons had become unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.